Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. However, insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked case at display window corner, broken belt clip slot, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled, but the customer stated he may have dropped the insulin pump. The customer's blood glucose was 260 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.